Event description:
It was reported that the patient recently underwent a revision due to an infection. The pocket was cleaned and the implantable neurostimulator (ins) was placed deeper in the tissue. No devices were replaced during the revision. Prior to the infection, the patient had been receiving good therapeutic effect. Following the revision the patient was still fighting the infection, and had not received therapeutic benefit or felt stimulation since the procedure. A power-on-reset (por) also occurred following use of electrocautery. Impedance measurements were within normal limits but were on the lower end of the range. After reprogramming, the patient could only feel stimulation at about 5 volts, which was three times higher than prior to the revision. The patient also felt some stimulation around the pocket. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information indicated that in (B)(6) the patient's issues were resolved by reprogramming.

Manufacturer narrative:
Product ID 3889-28 lot# v689334 implanted: 2011-(B)(6) explanted: product typ lead; product ID 3037 (B)(4) product typ programmer. (B)(4).